Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received an alert for at/af episodes. Review of the alert revealed diagnostic anomaly. The notifier was turned off. No more issues were noted.